Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). A transmission report showed oversensing with substantial short v-v intervals and noise. A possible lead fracture was suspected. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sixteen non-sustained tachycardia episodes with v-v intervals <(><<)>220 ms occurred on (B)(6) 2014. A total of 476 short v-v intervals/day occurred over the previous 2 days. The lead failure predictor triggered on (B)(6) 2014 for ventricular sic and non-sustained tachycardia episodes. (B)(4).